Event description:
It was reported that during a three-month follow-up, no capture of ventricle was observed, rv lead was capturing atrium. Chest x-ray confirmed lead dislodgement. It was later noted that there was no capture on the lv lead. And chest x-ray confirmed lead dislodgement. The lv lead was explanted and replaced. Related manufacturer reference number: 2017865-2022-50541.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Double bend height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.